Event description:
It was reported to boston scientific corporation that an ultratome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation of the device, when the nurse attempted to load a guidewire into the guidewire channel of the tome, the wire came out of the tome approximately 2.5 cm from the device tip due to a hole in the guidewire channel. The procedure was completed with another ultratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding that the catheter was torn.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the device was received with a dreamwire loaded inside of the distal end of the tome. There were several kinks along the working length of the tome, the cutting wire was bent and the distal end of the device was torn. Functional evaluation was not performed due to the condition of the returned device. Review and analysis of all available information indicated the most probable root cause for this event was handling damage, since user manipulation of the device during unpacking/preparation likely contributed to the damage found. The device history record review found the device met all manufacturing specifications.